Event description:
During a laparoscopic roux-en-y gastric bypass, the or table power failed and staff were unable to control the positioning with the handheld control or manual controls. The table was properly plugged in but was running on battery backup until the batteries became depleted and the table became unusable. According to the surgeon, "at this point, attempts at placing the patient in a greater degree of reverse trendelenburg were rendered impossible secondary to the malfunction of the operating room table. As a result, it was clear that the patient would need to be converted to an open approach..."